Event description:
Information recived by karl storz indicates that the device's sheath was seen to have a small section missing on the tip and it was not known if it was inside the patient. There was no way to know if the missing piece was missing before procedure.

Manufacturer narrative:
As per a manufacturer incident report #(B)(4) recived from the factory in germany. The investigation is pending.

Manufacturer narrative:
The affected 38600 robi metal outer sheath was returned to the manufacturer on 2022-08-25 and the investigation was finished on (B)(6) 2022. Upon inspection of the sheath, it could be confirmed that a small piece has broken off from the sheath surface at the distal end. There is also another crack visible on the surface, but no piece has broken off here. Based on the damages found on the sheath, it is concluded that the most probable root cause was an overload during use or reprocessing. The following safety-relevant information is stated in the corresponding IFU of the product: "3.3 correct handling > check the product for the following points before and after every use: - completeness - good working order - rough surfaces left inadvertently - sharp corners - burred edges - correct assembly of the components - functionality > do not leave broken-off components inside the patient. > do not overload the product with mechanical stress. 3.4 damaged products damaged products can result in injury to patients, users or third parties. > before each use, check all components of the product for damage. > do not use damaged products."

Event description:
The manufacturer's reference number for this case is (B)(4)..